Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Visual inspection: the device was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose and the 2-way stop cock was opened. The gray outer sheath was torn off approximately 55mm from the proximal end of the handle at the catheter reinforcement area. The stent graft was in place and not released. However, it was shifted distally approximately 1.5 mm. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure due to catheter breakage, as the stent graft was still in place in the delivery system, and the outer sheath was elongated and torn off at the catheter reinforcement area. Per the reported details, an introducer sheath was not used. The instructions for use (IFU) states under ¿materials required for device placement¿ that a 9f introducer sheath is required for device placement. Additionally, it was noted that the delivery system was advanced through the apex of the av loop graft. There is a specific precaution listed in the IFU that indicates that the safety and effectiveness of this device have not been established when used around a tight bend in a looped av graft. It is recommended to access the av graft at the venous side of the av graft or at the apex. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft procedure in an av graft, the stent graft could not be deployed; therefore, it was exchanged over the guide wire for a new stent graft that was advanced to the lesion site; however, the stent graft could not be deployed. The stent graft was exchanged over the guide wire for another stent graft that was prepped and deployed successfully. There is no reported patient injury.